Event description:
It was reported a patient's pacemaker presented with premature battery depletion, with cap confirm and telemetry lockout reported. The pacemaker was explanted on (B)(6) 2024 and the patient status was unknown.

Manufacturer narrative:
Correction: e3.